Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with mfg report number 8010042-2021-00971. Therefore, for evaluation results and manufacture¿s narrative please refer to this report.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated errors indicating disabled valves and control error. There was no patient harm. Manufacturer ref.#: (B)(4).